Manufacturer narrative:
The suspect device was returned to olympus for evaluation and repair. The reported problem was confirmed and the cause assigned to a faulty cable unit. Additionally, the video connector had small cracks. The device history record for the subject device was reviewed. No anomalies were found which may cause or contribute to the reported problem. The legal manufacturer performed an investigation. A definitive root could not be identified. Based on the results of the device evaluation and the available information, the investigation determined the likely cause of the reported image loss was failure of the cable unit due to damage, caused by user handling. As stated in the instructions for use, as a preventive measure: "do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged." "Never excessively pull the camera cable but straighten it gradually when it is coiled. The camera cable could be damaged." "Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged." "Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged." "Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged." "Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Investigation activities have been opened to manage the actions related to this report and any required MDR reporting

Event description:
A user facility reported to olympus a tiny crack, loose cord and "vision loss" involving the olympus, model otv-s7proh-hd-l08e, hd camera head. There were no reports of patient injury associated with this event. This report is submitted for the reportable malfunction of image loss.